Event description:
It was stated that the customer was hospitalized for hypoglycemia. The doctor had questions about insulin sensitivity. Explained the insulin sensitivity for the bolus wizard feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.